Event description:
A consumer reported that her daughter experienced eye infections and was treated with unspecified antibiotics associated with failure to follow wear and care instructions from the fitting eye care professional for o2optix contact lenses. The treating ecp reported that patient was treated for corneal ulcer with no other information provided. Several requests have been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.